Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 4 years post tavr implant using a sapien 3 ultra valve, the patient underwent a valve in valve procedure using a 23mm s3ur via transfemoral approach due to halt which also caused regurgitation. The outcome was very good and the patient is doing well. The exact date of the original implant is unknown at this time.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to a3. The sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: s3u with ultra delivery system. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implantation- leaflet thickened/halt and post implant-regurgitation were unable to be confirmed without provided medical records and/or imagery. A review of the DHR and lot history was unable to be completed as the valve serial number was not provided. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years post tavr implant using a 23 ultra valve, the patient underwent a valve in valve procedure using a 23mm s3ur via transfemoral approach due to halt which also caused regurgitation. The outcome was very good, and the patient is doing well." Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, the regurgitation was observed due to the leaflet thickening/halt, so the patient was likely to have central regurgitation. Thickened leaflets can prevent the leaflets from having adequate coaptation and thus leading to central regurgitation. Per the instructions for use (IFU), leaflet thickening is potential risk associated with the use of the transcatheter heart valves (thv). There are patient factors that could contribute to leaflet thickening including stenosis with tissue calcification, thrombus, endocarditis, or pannus formation due to nonstructural dysfunction. In this case, available information suggests that patient factors (thickened leaflets) may have contributed to the reported event. However, due to limited patient history information, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.